Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during opening of the packaging of the proglide device, the suture broke. The proglide was never inserted into the patient therefore there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture detachment could not be confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device condition was not consistent with the reported suture detachment. Additional information confirmed the correct device was returned for analysis. Based on the returned device condition, it may be possible that the foot was inadvertently deployed during unpacking such that the link was loosened. This appearance may have been the reason for the reported suture detachment. However, this cannot be conclusively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.